Manufacturer narrative:
Device not returned.

Event description:
It was reported that during preparation for the procedure that the monomer vial broke. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to the procedure, there was no patient involvement and no delay.

Event description:
It was reported that during preparation for the procedure that the monomer vial broke. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to the procedure, there was no patient involvement and no delay.